Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the dialysis treatment with a revaclear 400, the patient experienced chest tightness, shortness of breath, sweating profusely and felt feverish. Blood pressure reading was 131/77mmhg and heart rate 81 times/min. Treatment was stopped, and the patient was given dexamethasone sodium phosphate (5mg intravenously). It was further reported that, after 20 minutes the patient reported that the symptoms were not relieved. It was reported that the blood was returned to the patient. The pipeline was flushed with 300 ml of 0.9% normal saline. Later, the patient was given 300 ml of 0.9% normal saline and dexamethasone (5mg, circulating dialyzer pipe for 30 minutes). After one hour the patient symptoms were relieved treatment was restarting without any issues noted. No additional information is available.